Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain / pain pelvic') in an adult female patient who had essure (batch no. 624483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion, uterine bleeding, menometrorrhagia, irregular menstrual cycle, hypertension and vertigo. Concurrent conditions included cervical intraepithelial neoplasia I, follicular cyst of ovary, hemorrhagic cyst, endometriosis, hyperplasia endometrial and inflammation. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods).") And psychological trauma ("psychical injury related to essure"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and metrorrhagia had resolved and the dysmenorrhoea, dyspareunia, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding: pelvic pain, abdominal pain, metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded; on (B)(6) 2007: bilateral occlusion. Pathology test - on (B)(6) 2008: uterine serosa with focal posteriorly situated adhesions. Myometrium contains two posteriorly situated tan-white, whorled, and well-circumscribed nodules measuring 0.5 and 0.7cm in greatest dimension. Right ovary, sectioning reveals a few small hemorrhagic cysts and tan-white nodules. Left ovary partially cerebriform and focally adhesed to uterine corpus, sectioning reveals edematous surface with few clear fluid-filled cysts (up to 1.1cm) (as written) and yellow-red hemorrhagic nodules. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:- vaginal haemorrhage and dysmenorrhoea . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of event plaintiff has suffered pain pelvic was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain / pain pelvic') in an adult female patient who had essure (batch no. 624483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion, uterine bleeding, menometrorrhagia, irregular menstrual cycle, hypertension and vertigo. Concurrent conditions included cervical intraepithelial neoplasia I, follicular cyst of ovary, hemorrhagic cyst, endometriosis, hyperplasia endometrial and inflammation. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), the second episode of menorrhagia ("metorhagia (bleeding b/w periods).") And psychological trauma ("psychical injury related to essure"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, abdominal pain and the last episode of menorrhagia had resolved and the dysmenorrhoea, dyspareunia, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, pelvic pain, psychological trauma, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: received treatment for bleeding: pelvic pain, abdominal pain, metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded; on (B)(6) 2007: bilateral occlusion.. Pathology test - on (B)(6) 2008: uterine serosa with focal posteriorly situated adhesions. Myometrium contains two posteriorly situated tan-white, whorled, and well-circumscribed nodules measuring 0.5 and 0.7cm in greatest dimension. Right ovary, sectioning reveals a few small hemorrhagic cysts and tan-white nodules. Left ovary partially cerebriform and focally adhesed to uterine corpus, sectioning reveals edematous surface with few clear fluid-filled cysts (up to 1.1cm) (as written) and yellow-red hemorrhagic nodules. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:- vaginal haemorrhage and dysmenorrhoea . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain / pain pelvic') in an adult female patient who had essure (batch no. 624483) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion, uterine bleeding, menometrorrhagia, irregular menstrual cycle, hypertension and vertigo. Concurrent conditions included cervical intraepithelial neoplasia I, follicular cyst of ovary, hemorrhagic cyst, endometriosis, hyperplasia endometrial and inflammation. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods).") And psychological trauma ("psychical injury related to essure"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, menorrhagia, abdominal pain and metrorrhagia had resolved and the dysmenorrhoea, dyspareunia, depression, anxiety and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding: pelvic pain, abdominal pain, metorhagia (bleeding b/w periods). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded; on (B)(6) 2007: bilateral occlusion. Pathology test on (B)(6) 2008: uterine serosa with focal posteriorly situated adhesions. Myometrium contains two posteriorly situated tan-white, whorled, and well-circumscribed nodules measuring 0.5 and 0.7cm in greatest dimension. Right ovary, sectioning reveals a few small hemorrhagic cysts and tan-white nodules. Left ovary partially cerebriform and focally adhesed to uterine corpus, sectioning reveals edematous surface with few clear fluid-filled cysts (up to 1.1cm) (as written) and yellow-red hemorrhagic nodules. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal haemorrhage, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received: lot number was added. Reporter information, patient demography, lab data, medical history and concomitant drug was added, new events ¿abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), psychological or psychiatric problems: depression and mental anguish, abdominal pain, metrorrhagia (bleeding b/w periods), psychical injury related to essure¿ were added. Outcome of event ¿ pelvic pain ¿ was updated as ¿recovered/ resolved¿. Follow up 2 and follow up 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.